Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between september 3-5, 2025. H11: the device was received for evaluation. Visual inspection was performed on the returned sample which showed that the bladder has been ruptured; however, no evidence of damage was observed from the fill port. When the bladder ruptures, fluid inside the cover can potentially leak outside of the cover if the device is placed horizontally because the upper area of the device is not designed to be completely sealed. The ruptured bladder was examined for external and internal surfaces and any surface defects on the stressmember. No signs of abnormality were observed on the external and internal surfaces of the bladder, the rupture line and stressmember. The reported condition was verified. The cause of the issue was due to inherent variation in the material from manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured and leaked as the fill port was damaged. The issue occurred during filling with syringe. It was further mentioned that ¿the syringe may have made strong contact with the fill port when startled by the rupture, causing damage and resulting in leakage¿. The device was filled with 67ml fluorouracil (5-fu) and 44ml saline. There was no patient involvement. No additional information is available.